Manufacturer narrative:
Product ID: neu_unknown_lead, serial# unknown, product type: lead. (B)(4).

Event description:
The health care provider (hcp) via the manufacturing representative (rep) reported the device system was removed and fragments were left in the body. The reason for the explant was unknown, but it was thought that it was ¿probably ineffective and did not work for the patient.¿ there were no known issues or device malfunctions, however.